Event description:
It was reported to boston scientific corp, that a resolution clip device was used during a colonoscopy procedure. Pt's weight was not provided. Per the complainant, during the procedure, the clip attached to tissue, but would not release from the catheter, when deployed. The clip and catheter were removed from the pt together. The tissue that came with the clip did not cause any additional damage to the pt site. This procedure was completed with another resolution clip device. There has been no report of complications or injury to the pt. Post procedure, pt's status was fine.

Manufacturer narrative:
(B) (4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A device history record review and lot history review were not performed because lot number was not provided. The root cause of this event is undetermined. (B) (4).